Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing became disconnected from the infusion set connection. Further, the tubing was still connected to the cartridge but the needle that is supposed to be connected to the tubing, remained connected to the site, so the plastic tubing remained attached to the cartridge but not the needle. The patient had high blood glucose levels but did not receive insulin. Moreover, the issue was resolved as the patient changed out the infusion set and cartridge, and delivered correction bolus, per routine and resumed insulin successfully. There was no damage when the package was first opened. No further information available.